Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/69 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿manufacturer change and risk of system-related complications after implantable cardioverter defibrillator replacement: physicians¿ survey and data from the detect long-term complications after implantable cardioverter defibrillator replacement registry.¿ j cardiovasc med 2017, 18:968¿975. Doi:10.2459/jcm.0000000000000572. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article was regarding reasons for device manufacturer change and the complications that occurred. The article stated that there were devices that underwent ¿unanticipated device reprogramming.¿ there were also reports of patients with phrenic nerve stimulation and right ventricular oversensing; which needed surgical intervention for one patient. There were also infections noted. There were also device replacements due to ¿sub-optimal service of life.¿ of note, many of the patients with these complications had undergone an upgrade procedure. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.